Manufacturer narrative:
The review of provided data of 28 august 2023 highlighted a possible ventricular lead issue. - the ventricular unipolar impedance measurements higher than 3000 ohms may show a conductor fracture on the ventricular lead; - the huge and non-physiological ventricular amplitudes may show a conductor fracture on the ventricular lead; the xfine lead remains implanted and no further investigation could be performed.

Event description:
Reportedly, for the last 2 years, the ventricular impedance was > 3000 ohms. During box replacement (rrt), the impedance is measured with the psa, and the value around 500 ohms. When connecting the lead to newly implanted teo dr, the ventricular impedance measured with orchestra is similar to the one from the psa. It is concluded that the lead is working properly. Dr. Igual is asking: 1) the reason for the high impedance for 2 years? 2) why the device works correctly despite the high impedance? Dr. Thinks v lead is working fine, and thinks that the pacemaker was not able to properly read the impedance.

Event description:
Reportedly, for the last 2 years, the ventricular impedance was > 3000 ohms. During box replacement (rrt), the impedance is measured with the psa, and the value around 500 ohms. When connecting the lead to newly implanted teo dr, the ventricular impedance measured with orchestra is similar to the one from the psa. It is concluded that the lead is working properly. Dr. (B)(6) is asking: 1) the reason for the high impedance for 2 years? 2) why the device works correctly despite the high impedance? Dr. Thinks v lead is working fine, and thinks that the pacemaker was not able to properly read the impedance.